Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2012, a 27mm epic supra valve w/flexfit was successfully implanted in a patient with atrial valve regurgitation. On (B)(6) 2021, the patient presented with severe aortic insufficiency. The device was explanted and replaced with a 27mm edwards magna to resolve the event. Observation of the explanted valve showed heavy calcification and a tear in the device cusp. The patient is stable and has been discharged.

Manufacturer narrative:
An event of aortic insufficiency, calcification, cusp tear, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.